Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. During the complaint evaluation of the returned device, it was confirmed that the distal tip of the catheter was kinked and fractured. Review of applicable manufacturing procedures and the DHR indicates the device passed all functional, visual, and dimensional requirements per inspection procedure prior to leaving abbott manufacturing. Functional testing was unable to be performed due to the aforementioned damage. Based on the information received and the investigation performed, the cause of the tip fracture remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a fractured tip.